Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic hiatal hernia repair. The suturing device was being used after the wrap of the stomach around the esophagus. The needle broke and fell into the cavity of the patient. It was not retrieved because of the part of the anatomy. In order to resolve the issue and complete the case, the needle piece was left inside the patient and got a new suturing device. There was no additional patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.